Event description:
It has been reported to philips that fluoroscopy is not available. The issue was found during clinical use. There was no reported user or patient harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular procedure treatment. The procedure was aborted and rescheduled. No patient harm or injury reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that the pdu fan tray and dcps were bad and identified the signs of intermittent power issues which preventing the fluoro images. The defective pdu fantray and dcps were returned for analysis and it was concluded that the 24v power supply was defective. Fse replaced the pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.